Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced the hub separating from the device. This event occurred three times. The following information was provided by the initial reporter. The customer stated: according to the customer's verbatim report, the hub component was missing.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Device history record; l2l and logbook evaluation: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.